Manufacturer narrative:
Investigation pending.

Event description:
Correlation issues on pt self tester over the passed three or four weeks, 1 meter/lot. Pt self tester reporting specific discrepant inratio value. On (B)(6) 2013, inratio: 3.7, lab: 2.1. Time between testing 3 hours. Pt's therapeutic range 1.6 - 3.0.